Event description:
Patient representative reported right side "capsular contracture baker grade unknown", "removal of fluid", ¿pain, suffering, disability, impairment, disfigurement, loss of enjoyment of life, aggravation or activation of preexisting conditions, inconvenience¿, ¿swelling of the upper quadrant,¿ ¿redness,¿ ¿pain, swelling and soreness in breasts, arms and back.", "diagnosed with breast implant associated anaplastic large cell lymphoma (alcl)". Histopathological markers confirming alcl have not been received. The device has been explanted. Treatment: device explant, removal of fluid, total capsulectomy, chop chemotherapy, radiation.

Manufacturer narrative:
(B)(4). The reported events of lymphoma-alcl-suspected, capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, seroma-late and lymphoma-alcl-suspected. Date of alcl diagnosis: (B)(6) 2013.